Event description:
It was reported that this patient presented to the hospital with breathing issues. This subcutaneous implantable cardioverter defibrillator (s-ICD) was then found to have reverted to safety mode. The device was subsequently explanted and replaced. This device is expected to be returned for analysis. No additional adverse patient effects were reported.

Event description:
It was reported that this patient presented to the hospital with breathing issues. This subcutaneous implantable cardioverter defibrillator (s-ICD) was then found to have reverted to a safety mode status. The device was subsequently explanted and replaced. This device is expected to be returned for analysis at a future date. No additional adverse patient effects were reported.

Manufacturer narrative:
This device was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The device could be interrogated and was confirmed to be operating in safety mode. Evidence of memory corruption was also noted; however, telemetry was lost after approximately one minute. Telemetry continued to be unreliable. The device case was removed to facilitate inspection of the internal components and further testing. The battery was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The short caused an increase in power consumption, which resulted in the memory errors identified in the laboratory setting and the clinically-observed reversion to safety mode operation.